Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 42 mg/dl. Troubleshooting on the insulin pump was performed. Customer advised they pressed the bolus buttons twice and was inaccurately using the device. Customer was assisted and informed how to properly use the device. Customer declined to troubleshoot for low blood glucose and advised they accidentally over delivered insulin to themselves via bolus delivery.